Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. Device received with cracked battery tube threads and broken reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the button of insulin pump was stuck. Customer also stated that battery cap had cracked and no damaged to the reservoir ring. Customer experienced the high blood glucose and treated with bolus. Customer also mentioned the reservoir had tiny air bubbles and they did not allow for insulin to warm to room temperature prior to filling reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.